Event description:
Surgeon reported that a patient had blurry vision after having a multifocal intraocular lens (iol) implanted. Upon examination the surgeon noticed that the lens had become decentered, and he could see the edge of the ring of the first zone in the patient's central visual axis. Additional information was received from an assistant who reported that no surgical or medical intervention has been required. Further plans for intervention is unknown at this time. The event continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).